Manufacturer narrative:
There was no device available for analysis; therefore, no visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that 6 days after a water vapor therapy procedure, the patient experienced urinary retention. A catheter was placed, and the patient was able to void but had a weak stream. The patient is expected to fully recover. There was no further patient consequences reported.

Event description:
It was reported that 6 days after a water vapor therapy procedure, the patient experienced urinary retention. A catheter was placed, and the patient was able to void but had a weak stream. The patient is expected to fully recover. There was no further patient consequences reported.